Manufacturer narrative:
The customer has opted to not return the unit for evaluation. If additional information is made available, a supplemental report will be submitted.

Event description:
Covidien formerly tyco healthcare received a report that the unit did not provide an audible tone. There was no patient harm reported.